Event description:
After removing the needle cap protector the irrigation remains on.

Manufacturer narrative:
There is no service record, and without evaluating the unit, the cause for malfunction cannot be determined. Possibly a bad cassette.